Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during an unspecified process step for peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services helped the patient remove the cassette. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.